Manufacturer narrative:
Citation: edwards w. Surgical pathology of obstructed, right-sided, porcine-valved extracardiac conduits. Arch pathol lab med. 1983 aug;107(8):400-5. Earliest date of publish used for event date (B)(6) 1983. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the surgical pathology of porcine valved conduits in pediatric patients with congenital heart disease. The conduits were explanted due to stenosis and obstruction. All data were collected from a single center between october 1976 and february 1982. The study population included 37 patients (predominantly male, mean age 7 years), all of whom were implanted with medtronic hancock bioprosthetic valved conduits (no serial numbers provided). Among all medtronic hancock valved conduit patients, adverse events included: high valvular gradients, calcification, stenosis, conduit obstruction, thrombosis of the valve commissures, metaplasia/fibrous growth, valvular incompetence, cusp tears, endocarditis and outgrowth of the conduit. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.